Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
It was reported that the device was harvesting poor grafts. Two attempts made to take a skin graft but were unable to use. The motor also sounded weak. Another hand piece was used to take a 3rd graft perfectly fine first time. The event occurred during surgery. There was a delay of less than 15 minutes, and an additional unplanned graft was required. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device is in process of being returned to the manufacturer for evaluation and investigation is in process. Once the investigation is complete a supplemental medwatch will be filed.

Event description:
It was reported that the device was harvesting poor grafts. Two attempts made to take a skin graft but were unable to use. The motor also sounded weak. Another hand piece was used to take a 3rd graft perfectly fine first time. The event occurred during surgery.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on january 30, 2019, it was reported that the device was harvesting poor grafts. Two attempts were made to take a skin graft but were unable to be used. The motor sounded weak. Another handpiece was used to take a third graft and worked perfectly fine the first time. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a screwdriver and 1/2/3/4 width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated electric dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was august 29, 2018 where it was reported that the motor sounds very slow and the motor, bearing pack, o-ring, seal, reciprocating arm, and socket head stainless screw were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet taiwan on march 27, 2019 revealed that the device operated within motor speed specifications but was outside calibration and side to side specifications. Repair of the electric dermatome was performed by zimmer biomet taiwan on march 28, 2019 which included replacement of the motor, switch, bearing pack, o-ring, seal, reciprocating arm and width plate screws. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the device was harvesting poor grafts was confirmed since during the product review by zimmer biomet taiwan it was noted that the device was outside calibration and side to side specifications. The reported event that the device sound weak was non-verifiable since during the product review by zimmer biomet taiwan it was noted that the device operated within motor speed specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet taiwan it was noted that the device was outside calibration and side to side specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.